Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2023, it was reported that the infusion set's tubing came apart between tubing and quick site while the patient was sitting in the toilet. The site location was patient's hips, and the pump was located on the belt clip. The infusion had been used for one and a half days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.